Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt reported that about 3 to 4 years ago, their therapy was no longer working and that they all of the sudden felt like they were being electrocuted. Pt said that they stopped using their therapy at that time and wanted the implant removed. Pt also stated that about 2 years ago, a medtronic rep tried to jump start their battery, but they couldn't get the battery to charge. The patient was redirected to their healthcare provider to further address the issue. Pt stated that they no longer have a managing hcp and would like to have their implant removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient shut off their device and never turned it back on. It was noted the internal battery needed to be jump started and the patient had the device removed (B)(6) 2021.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) vis a manufacturer representative (rep). It was reported that the patient first felt burning and tingling at the pocket site, and the burning/tingling has moved up their back and down their arms. The battery was discharged and the rep was unable to interrogate. The patient was being evaluated by their hcp. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-jun-12. It was reported that on (B)(6) 2017, the patient was recharging their implantable neurostimulator (ins) and then suddenly felt a burning sensation up her spine (not at the ins site). It was then reported that the patient stopped charging, removed all of the charging equipment and turned off the ins. When the patient woke up the next morning, the burning sensation went away, so they turned the ins back on. It was then noted that the patient felt numbness and tingling in their hands and feet with the therapy on. The patient thought the symptoms were due to their high definition settings or due to how they were sitting. The numbness and tingling did not go away, so they went to the emergency room (ER) but they could not figure out the issue. Lastly, at the time of the report, the patient was still having numbness and tingling and had the ins turned off. On 2017-jun-14, a manufacturer representative (rep) reported that the cause of the burning/tingling at the pocket site and around the patients body was not determined. It was also reported that the cause of the discharged battery issue was not determined and was not resolved. In conclusion, the patients healthcare professional (hcp) was working with the patient for other possible medical conditions. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syndrome. Beginning a few months ago the patient was having discomfort with recharging. During recharging the patient feels a burning at the pocket site only while recharging. It has left burning marks on their back and redness. The patients hcp has given them lidocaine patches and it was suggested to use a thin material between the skin and the recharger. The patient noted using a camisole but the issue still occurs. The hcp stated that impedances looked fine and noted that the patient has lost some weight so there may be some movement in the pocket and the device is more superficial. The hcp stated that the patient is not leaning against the recharger to insulate it and there was no mention of any temperature sensor screen or errors. It was reviewed to not lie/sit on the antenna, to place a thin garment between the antenna and the skin, and to charge for shorter periods of time. The patient only charges for 15 minute increments. It was reviewed that the patient may want to try a different recharger so the patient should call to get transferred to repair. The hcp indicated that they were notified of the patients issues today but the patient stated that they mentioned it at previous reprograming's. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient mentioned electrocution from their device two years ago. The patient then mentioned that they had a manufacturing representative (rep) check their device and they stated that it was completely dead and they would need to have it jumpstarted. The patient also said, "they must have been somewhere they were getting shocked'. No further information was reported.